Event description:
It was reported the patient¿s stimulation decreases by itself. In turn, the system was auto reducing. It was confirmed on x ray the lead migrated. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Patient now has effective therapy.